Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (168-300 mg/dl). The customer adjusted the basal rates, delivered correction boluses and exercised to address the bg level. The customer did not think the pump was delivering insulin as the bg level had stayed elevated. Tandem technical support had the customer perform a pump system check and no device issues were identified. Tandem technical support discussed factors that could cause high bg levels and advised the customer to discuss the high bg with a healthcare provider. The customer was satisfied and had no further questions.